Event description:
It was reported that during implant of the lead, sensing values could not be obtained. The lead was not implanted. A replacement lead was used and successfully implanted.

Manufacturer narrative:
(B)(4).